Event description:
Revision surgery for knee infection at about 10 months from primary surgery. All devices were revised successfully.

Manufacturer narrative:
Batch review performed on 07 march 2023: lot 2112914: (B)(4) manufactured and released on 06-dec-2021. Expiration date: 2026-11-22. No anomalies found related to the problem. To date, (B)(4). Of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: early infection in a tka, 10 months after primary surgery. All devices were revised successfully. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional items involved in the event, batch review performed on 07 march 2023: gmk-sphere 02.12.0311crl tibial insert fixed sphere cr size 3/11 mm l (k181635) lot. 2110326 lot 2110326: (B)(4) manufactured and released on 16-sep-2021. Expiration date: 2026-09-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 2114756 lot 2114756: (B)(4) manufactured and released on 08-feb-2022. Expiration date: 2027-01-26. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.